Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 IFU was reviewed. The commander delivery system with s3 IFU was reviewed. Valve stenosis is a known potential adverse event. Noted under potential adverse events, 'valve stenosis'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years, 7 months, and 6 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention and a inspiris resilia valve was implanted. Per medical record review, the explant of the tavr aortic valve was due to "prosthetic aortic stenosis", mvr, tvr concurrently with repair of atrio-mitral curtain'. Per IFU, valve stenosis was potential adverse events associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical record, patient had history of hyperlipidemia (hld), diabetes and kidney disease (ckd / end stage renal disease (esrd). These are well-known factors for valve calcification leading to thickened leaflets and resulting in stenosis. Even though the patient had previous endocarditis, when the valve was explanted no vegetation was noted. As such, available information suggests that patient factors (hyperlipidemia, esrd/ckd, and diabetes) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported to the implant patient registry (ipr), approximately 3 years, 7 months, and 6 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention and a inspiris resilia valve was implanted. The reason for explant is unknown at this time.

Event description:
As reported to the implant patient registry (ipr), approximately 3 years, 7 months, and 6 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention and a inspiris resilia valve was implanted. Per medical record review, the explant of the tavr aortic valve was due to "prosthetic aortic stenosis", mvr, tvr concurrently with repair of atrio-mitral curtain'.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a medical record review. The following section of this report has been updated: investigation is ongoing.